Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. PMA/510k: k101880.

Event description:
It was reported that when patient went to her dds to have her implant restored, she had pain, gingiva was inflamed. Doctor suspects trigeminal neuralgia. Pt. Had previously gone to another oral surgeon for her pain. She would not sign a release so that we could retrieve those records. Implant at tooth site #19 was removed and site grafted.there was no bone loss. The implant was not mobile at the time of removal, the healing collar was loose. The patient was having pain that dr. Suspects trigeminal neuralgia. Clinician does not have an x-ray from right before the implant was removed. Patient to return for additional appointment, dr. Is considering a bridge instead of another implant replacement. Symptoms as a result of the event: pain & inflammation.

Manufacturer narrative:
One (1) imp, tsv ,4.7, 10, mtx, mg (tsvtwb10) was returned for investigation. Visual evaluation of the as returned product identified the implant with no damage or signs of malfunction that would contribute to the event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number: (1220677). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (1220677) for similar event and no other complaint was identified. Based on the available information, device malfunction has not occurred and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.